Manufacturer narrative:
The reported events of iritis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that nine days after xen®45 gts implant they noticed the patient had "received fibrin in the pupil; detached chamber and pressure 39 mmhg". Patient has been hospitalized since then.

Event description:
Healthcare professional reported that nine days after xen®45 gts implant they noticed the patient had "received fibrin in the pupil; detached chamber and pressure 39 mmhg". Patient has been hospitalized since then.

Manufacturer narrative:
Although a definitive link between the reported adverse event and the reason for the recall allergan initiated on (B)(6) 2019 cannot be established, allergan has chosen to conservatively file this MDR as a link between the two also cannot be ruled out.